Event description:
Related to MFR report# 2183959-2011-00443. On (B)(6) 2011 an elevate anterior device was implanted. The pt was diagnosed with uterine procidentia, cystocele and rectocele. It was reported that post-operatively, the pt experienced, "extreme urinary incontinence" immediately upon standing, pain, excessive vaginal bleeding for two weeks and fecal incontinence. An MRI confirmed an 8 cm x 8 cm hematoma in the vaginal/rectal space; drained in emergency surgery. Post-operatively the pt experienced, "unremitting, excessive vaginal bleeding, pain and bladder infection." A vaginal examination revealed, "mesh erosion" into the bladder. A uti with hematuria was also found. Additional vaginal examination, bladder/urine tests and sonogram revealed recurrent vaginal, bladder and rectal prolapse mesh was found in an unhealed vaginal incision with mesh compressing the rectum. Remove of all the mesh was recommended but the mesh had already integrated into the tissue and it was impossible to entirely remove without damaging vital organs. Difficulty evacuating her bowels requires stool softeners, "vaginal discharge/bleeding" requires daily use of pads, and "ongoing, sharp, stabbing, knife-like pain attributed to mesh erosion" is impacting job performance and causes psychological distress due possible threat to income.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.